Event description:
At installation, there was an out of box speaker defect reported by a philips clinician before being put into initial use. There was no confirmation of audible sound from the device. No patient involvement.